Event description:
The customer reported that free flow occurred on a patient with unstable blood pressures. The norepinephrine bag contained 250 ml with a concentration of 16 mg/250 ml, and final concentration of 64 mcg/ml. The infusion was started during rapid response, and the rate titrated and eventually turned off as the evening progressed. During this time the patient¿s heart rate and blood pressure continued to rise with atrial fibrillation and a rapid ventricular rate in the 200's and sbp in the 200's. During a line check, the levophed was found to be free flowing even though the tubing was secured in the channel and the channel was turned off. The bag was almost empty. The tubing was immediately detached, and the md was notified. After disconnection from the patient, the line continued to flow even though the set was still secured in the pump. The set and pump module were sent to biomed however the pc unit was not. Biomed completed testing of the pump module and no deficiencies were identified.

Manufacturer narrative:
The customer¿s report of free flow was not confirmed; however, unregulated flow due to a missing occluder spring was observed and this is believed to be what the customer perceived as free flow. Functional testing of the returned pump module found the device to be delivering fluid outside of specification. The device was observed to deliver fluid within specification after the missing spring was replaced and the device calibrated. The root cause of free flow was due to a missing occluder spring.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, ndc (B)(4), lot y280883, exp20 0.9% sodium chloride injection. Although requested, patient demographic details were not provided. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that free flow occurred on a patient with unstable blood pressures. The norepinephrine bag contained 250 ml with a concentration of 16 mg/250 ml, and final concentration of 64 mcg/ml. The infusion was started during rapid response, and the rate titrated and eventually turned off as the evening progressed. During this time the patient¿s heart rate and blood pressure continued to rise with atrial fibrillation and a rapid ventricular rate in the 200's and sbp in the 200's. During a line check, the levophed was found to be free flowing even though the tubing was secured in the channel and the channel was turned off. The bag was almost empty. The tubing was immediately detached, and the md was notified. After disconnection from the patient, the line continued to flow even though the set was still secured in the pump. The set and pump module were sent to biomed; however, the pc unit was not. Biomed completed testing of the pump module and no deficiencies were identified.